Event description:
It was reported that this patient had both right atrial (ra) lead and right ventricular (rv) lead were explanted due to non-product experience. New leads were successfully implanted instead. No adverse patient effects were reported.